Event description:
It was reported that pump experienced malfunction alarm with non-resettable error and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it within 10 days, and technical support arranged shipment of replacement pump with updated software and advised customer to reprogram pump settings and reconnect cgm upon receipt.